Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced because it died. Additional information received reported that the ins was replaced and it could not be interrogated or recharged. It was noted that there were no diagnostics performed on the device. It was noted that the patient was doing fine after the ins replacement and was receiving effective therapy.

Manufacturer narrative:
Product ID 3998, lot# lb5060, implanted: 2003 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).